Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient that the right ventricular (rv) lead was difficult to remove, a hole was made in an artery in their chest, and a stent was placed. Follow-up with the clinic revealed that the rv lead was prophylactically explanted and replaced. After the procedure, it was noted that an arteriovenous (av) fistula had occurred over the left subclavian region and a bruit was heard. A stent was placed to correct the av fistula. No further patient complications have been reported as a result of this event.